Event description:
A coronary stent with delivery system was advanced to the target lesion site in the pt's left anterior descending artery. Multiple attempts to inflate the balloon catheter were unsuccessful and resulted in migration of the stent from the target lesion site and embolization of the stent within the left main coronary artery. The pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no clinical sequelae reported relative to the event.